Event description:
The treatment area was a heavily calcified with diffused disease throughout the full right coronary artery (rca). The diamondback 360 coronary orbital atherectomy device (oad) was advanced over the viperwire advance guide wire flex tip with the aid of a guide catheter. The oad was spun 3 times for treatment. The oad was removed, and when contrast was injected, it was revealed the viperwire spring tip had fractured. An attempt was made to retrieve the fractured component with a snare but was unsuccessful. A stent was placed to secure the fractured component. The patient was stable. In the opinion of the physician, while the oad was spinning, the guide catheter became disengaged causing the viperwire to be pulled back a bit and may have contributed to the fracture. The physician does not have any concerns about potential long-term risks outcomes.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).